Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clips premature deployment.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus for anchoring esophageal stent and treatment of esophageal stricture during an esophageal stunting and clipping to keep stent in place procedure performed on (B)(6) 2024. The physician placed a fully covered esophageal stent successfully in the patient's esophagus and wanted to clip the stent to make sure it does not migrate into the stomach. They opened the clip and started to advance it through the fujinon gastroscope channel. When the clip exited the scope channel the clip was hanging limply on the deployment catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."